Event description:
(B)(6) study. It was reported that an incomplete seal around a closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. The closure device was successfully implanted with a complete seal of the laa and a deployed device diameter of 29.3mm. The patient was discharged with prescriptions for aspirin 81mg and rivaroxaban 20mg. On (B)(6) 2021, 136 days post procedure, the patient underwent a follow up transesophageal echocardiogram (tee) which revealed an incomplete seal of the laa with the largest residual jet around the device measuring 6.2mm. Rivaroxaban 20mg was continued in response to this event. No patient complications were reported.

Event description:
Champion-af study. It was reported that an incomplete seal around a closure device occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx laa closure device with delivery system (wds) was used. The closure device was successfully implanted with a complete seal of the laa and a deployed device diameter of 29.3mm. The patient was discharged with prescriptions for aspirin 81mg and rivaroxaban 20mg. On (B)(6) 2021, 136 days post procedure, the patient underwent a follow up transesophageal echocardiogram (tee) which revealed an incomplete seal of the laa with the largest residual jet around the device measuring 6.2mm. Rivaroxaban 20mg was continued in response to this event. No patient complications were reported. It was further reported that on (B)(6) 2022, the patient visited the hospital and rivaroxaban was discontinued as the event was considered resolved. On (B)(6) 2022, tee revealed a complete seal of the laa with no evidence of thrombus and no residual atrial septal shunt. A pericardial effusion measuring 6mm was observed.